Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, unexpected restart error, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. All operating currents are within specifications. The device was monitored and there was no blank display. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call high blood glucose and blank display on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery cap and the device remained blank. Customer advised the insulin pump had a cracked on the left side of the display screen. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.